Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power. Additionally, the customer reported that their device unexpectedly power cycled. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Correct data: section b5 executive summary of initial MDR indicates: the customer contacted stryker to report that their device experienced an unexpected loss of power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event. Section b5 executive summary of initial MDR should indicate: the customer contacted stryker to report that their device experienced an unexpected loss of power. Additionally, the customer reported that their device unexpectedly power cycled. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event. Section h6 device code grid of initial MDR indicates: unexpected shutdown. Section h6 device code grid of initial MDR should indicate: unexpected shutdown, intermittent loss of power. Additional mfg narrative: the stryker technician was not able to duplicate the reported issues. The unexpected loss of power was verified through the review of the electronic records. The unexpected device reset was not able to be verified. After replacing the contact pcb and the battery pins, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The likely cause of the unexpected loss of power was determined to be worn battery contact pcb.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. It was found that the battery pcb is worn and needs replacement. Stryker provided the customer with quote to proceed with the repairs.

Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.